Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on 23/jul/2018. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported left side capsular contracture baker grade IV. The patient also reported ¿shoulder pain, pain that goes into their shoulder and down their arm¿ which was determined to be not device-related. Later, healthcare professional reported capsular contracture baker grade iii. Device was explanted.